Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigation indicates corrosion on the air/water nozzle and a burn on the distal end cover were found. There was no patient involvement.

Manufacturer narrative:
B3: olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Additionally in reference to the cover burn, it is possible the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.